Event description:
It was reported to philips that during a stent placement procedure, a measurement was taken of the hepatic artery in order to place the stent to stop an active bleed. The measurement was calibrated on a 4 french (4f) catheter in the aorta. It was alleged that measurement of the artery was inaccurate, resulting in the stent placement being too short. Consequently, the patient required a second embolization procedure the following day, which was successful. The patient was reported to be recovering well. Philips has initiated an investigation into the complaint.

Manufacturer narrative:
Philips investigated the reported complaint. Based on the information collected, the initial vessel measurement indicated a diameter of 4 mm, while further assessment determined the actual diameter to be over 6 mm. An additional stent placement was performed the following day; no other interventions were required. The investigation concluded that the measurement tool, 2dqa, was manually calibrated using a 4f catheter. Additionally, the section of the catheter chosen for manual calibration was located in the aorta and not closer to the region of interest (hepatic artery). As noted in the instructions for use (¿IFU¿, azurion release 1.2 - chapter 10.4 calibrations guidelines), performing manual catheter calibration, while using a 6f contrast filled catheter, introduces an approximately 7% error. An additional 1-1.5% error is introduced for each centimeter of difference in height between the catheter and region of interest. The IFU also outlines that philips does not recommend calibration on non-contrast filled catheters or catheters below 6f as inaccuracies of 20% or more may be introduced. The user is also presented with on-screen guidance informing them of potential introduced inaccuracies with manual catheter calibration. Onsite inspection by the field service engineer (fse) confirmed the 2dqa measurement program functioned as intended. When tested later using the automatic calibration function, measurement results aligned with the expectation of the hospital physician. A philips clinical application specialist re-instructed the customer on proper calibration techniques, explained the potential 20% or higher error margin with 4f catheters, emphasized calibrating near the vessel of interest, and recommended using automatic calibration. As there was no hardware or software malfunction, this complaint has been classified as a use-related calibration error. The codes were updated based on the investigation outcome.